Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).

Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, the registered nurse (rn) reported that there was a leak from the from the patient line. The rn did not check that the transfer set was connected and the home patient (hp) was in fill one. Since the hp was not connected, dextrose solution spilled onto the bed. The technical service representative (tsr) advised the rn to end therapy and start over using new supplies. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available. This is report 1 of 3 for this event.